Manufacturer narrative:
The report # 1020379-2016-00056 is associated with (B)(4) polident denture cleanser tablets.

Event description:
Put a polident tablet in a glass of water instead of alka seltzer and began to drink it [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser tablets. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. (B)(4). Additional details: the consumer reported adverse event (B)(6) 2016. The consumer stated she purchased alka seltzer and polident, went home and put a polident tablet in a glass of water instead of alka seltzer and began to drink it. This report is being resubmitted to capture corrections for initial version dated 30 june 2016. The causality of accidental device ingestion was changed from not applicable to unknown. No more corrections were made.